Event description:
Hospital reported when using stellant syringe and ultravist contrast, the patient had an adverse reaction. After the injection, the patient had chest pain. Patient went into cardiac arrest. Medical intervention was required and patient was sent to ICU.

Event description:
MDR received from hospital. Post dye error administration, patient complained of distress. Sat up, began to watch, became unresponsive. Code called.